Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that the right atrial (ra) lead exhibited noise oversensing, which resulted in an inappropriate mode switch observed after the patient fell. The ra lead was capped and replaced on (B)(6) 2025. The patient remained stable.

Manufacturer narrative:
On jan 1, 2021, is an estimated event date.